Event description:
Ous MDR - after an implantation time of about 31 months, it was reported that oversensing had been documented via home monitoring. Therefore, the device was explanted. No worsening of the pt's state of health was reported.

Manufacturer narrative:
Ous MDR.